Event description:
It was reported by the parents of the patient that the hearing perception of their son is poor on the left side. Testing was carried out which showed 9 electrode channels with status "hi". No accident was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is so be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.